Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy due to auto-reducing. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein it was discovered that the lead pulled out of the ipg. The lead was re-inserted, and therapy was restored.